Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device displayed a "check connection" message and failed to discharge. Complainant indicated that the pt subsequently expired.